Event description:
On (B)(6) 2011, pt reported he noticed elevated readings and leaking of insulin at this infusion site. Pt stated, there was a big wet spot of insulin on his shirt. Pt reported, he noticed the elevated readings almost right away after changing his infusion site. Pt stated, he did not prime the needle or the pig tail when he first inserted his infusion site. Pt reported, his elevated blood glucose readings have been between 196-265 mg/dl. Pt's normal blood glucose range is 114 - 180 mg/dl. Pt stated, he treated himself by bolusing some more insulin. Pt is new to pump therapy and just began on (B)(6) 2011. Pt reported, the infusion device has not alarmed with any error messages to indicate a malfunction. Pt stated, he thinks he put the infusion headset into some scar tissue on his body. Assisted pt with changing his infusion site. Educated pt on first priming through the infusion needle and then inserting into his body. Pt reported, he was not aware to do this. Advised pt to monitor his readings. On follow up call on 03/10/2011, pt reported his blood glucose readings are doing better now and he thinks the infusion set was inserted into a bad scar tissue area. The pt did not require assistance from a healthcare professional or second party to address ths issue. Requested return of the alleged product for evaluation.